Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined the allegation is against 3 of 4 leads, however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(4), batch: 8285435.

Event description:
Related manufacturer report number:1627487-2023-00261, 1627487-2023-00263. It was reported that patient experienced loss of therapy. Troubleshooting revealed high impedance on 3 of 4 leads due to migration. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue. It is unknown which s2 lead migrated.